Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture confirmed via x-ray. This lead was out of service. A new lead of different model was successfully replaced. No additional adverse patient effects were reported.